Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: 5. Precautions ¿ juvéderm® ultra xc is packaged for single-patient use. Do not resterilize. Do not use if package is opened or damaged. ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. 8. Instructions for use b. Health care professional instructions 9. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Health professional reported that during injection with one syringe of juvéderm® ultra plus xc ¿the rubber nozzle fell off and the needle disengaged." No injury to patient or injector.

Manufacturer narrative:
Device summary analysis: visual analysis of the device indicates a crack is observed at the 3 mm luer lock level.

Event description:
Health professional reported that during injection with one syringe of juvéderm® ultra plus xc ¿the rubber nozzle fell off and the needle disengaged." No injury to patient or injector.